Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The incident was initially reported to the manufacturer by the patient father, with additional details later provided by the healthcare provider (hcp). However, the available information remains limited. According to the details provided, the patient alleged the contact lenses cause irritation and redness after use. Additional information received from the hcp indicating the patient had an unspecified eye infection. Good faith efforts have been made obtain more information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.